Manufacturer narrative:
E1: phone (B)(6). Five unused samples were received for evaluation. Visual and functional testing found no discrepancies. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the device was ran normally, but every time the patient wanted a bolus, the device exhibited an occlusion alarm. Troubleshooting was performed but the alarm persisted. There was patient involvement and no patient harm/adverse event reported.